Event description:
While undergoing cystoscopy with laser litho, it was noted that laser fiber appeared "short". Laser fiber removed from scope with no gold tip present. Upon taking scope out, a segment of laser fiber with gold tip was found (approx 17 1/2" segent).